Event description:
The manufacturer received information indicating a patient expired. The patient was reported to have been using a ventilator in a rehabilitation center. The patient was transferred to a hospital with stroke-like symptoms and expired on (B)(6) 2016. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2016, the event logs indicate the ventilator was alarming repeatedly for low peak inspiratory pressure from 16:47:00 local time until 16:59:17 local time. None of these alarms were acknowledged until 16:59:17 local time when the alarm was acknowledged as evidenced by an alarm silence/reset keypress. Several other low peak inspiratory pressure alarms occurred which were followed by alarm silence/reset keypresses or the device was manually powered off and on using the proper sequence of keypresses. This continued until 17:05:55 local time when the device was manually powered off using the proper sequence of keypresses and was not powered on again until 21:37:53 local time. The durable medical equipment supplier (dme) who issued the ventilator to the patient stated that the ventilator was in use following this event without incident. The ventilator's event log indicates the device was in use until (B)(6) 2017. Based on testing and review of the ventilator's downloaded event log, the manufacturer concludes the device operated and alarmed as designed and did not cause or contribute to the reported event.